Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implanted pump. The patient¿s medical history included multiple sclerosis; being disabled; being unable to drive; having no depth perception (diagnosed 10 years ago); and having an enormous lesion in the center of her brain which was found in a previous MRI. The indication for pump use was intractable spasticity. On (B)(6) 2019 the patient was calling for MRI compatibility guidelines. The MRI was scheduled for saturday ((B)(6) 2019) morning. Per the patient, the MRI was due to a problem with her devices or therapy. She was having an MRI to determine why she was having increased spasms since her pump ran dry. Per the patient, her alarm date was (B)(6) 2019 but because of flag day ((B)(6) 2019) and father¿s day ((B)(6) 2019) she couldn¿t get an appointment for a refill even though it was due. She was told it would be fine to come in for her refill on (B)(6) 2019, but the pump ran dry before that date and she had to have 3 days of increased oral baclofen. Per the patient, they ¿tried to boost the dose that she wasn¿t getting¿. After the pump went dry, they had to increase the dose and concentration. The patient stated that she was told by one physician that it took 6 months to ¿equilibrate¿ if the pump ran dry and another physician told her it took a week. The patient further stated that she did ¿lose a day¿ where she was ¿totally unresponsive for like half a day¿. Per the patient, this occurred on (B)(6) and then she "woke up". The issue was being addressed by her hcp (healthcare professional) and the MRI was being done to check the issue she was having. No further complications have been reported as a result of this event.